Event description:
Boston scientific crm received information that this device was subsequently explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by (B)(4) laboratory. Initial testing noted a possible performance issue concerning the longevity of this device. Additionally, this device is included in the shortened replacement window advisory ((B)(4) 2007).

Event description:
It was reported that the packages were not sealed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device is not returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.